Event description:
The hospital reported that during an endoscopic vein harvesting procedure they observed the vasoview hemopro 2 c-ring break. It split into two separate pieces, still connected to the respective wire or plastic per side. No alterations due to the procedure. They were successfully retracted and the device was removed from the patient. No pieces needed retrieval. A second device was opened and the case was finished successfully. No patient injury.

Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/17/2022. An investigation was conducted on 01/03/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; c-ring" was confirmed. Specific actions for the failure modes is being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000280370 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.